Manufacturer narrative:
The serial number of the mpu was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power events on (B)(6) 2021 and (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The cause of the no external power alarms were due to storms and loss of power at patient's home. Patient was using the locking version of ac power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file a6030943 contained data spanning approximately 11 days ((B)(6) 2021 per the timestamp). The log file captured a no external power alarm as well as a low voltage hazard alarm on (B)(6) 2021 from 07:35:51 07:35:55 and on (B)(6) 2021 from 08:53:56 to 08:54:00 due to an interruption of external power. During this time, the rsoc and bus voltages dropped below the expected voltage threshold and the backup battery was able to support the system controller during this time. The pump speed was not affected during this time. The alarms resolved once external power was restored. There were no other notable atypical alarms active in the log file. The device history records were reviewed and the records revealed the heartmate mobile power unit (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 27jul2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.